Manufacturer narrative:
On 17-nov-2021, the field service engineer (fse) noted the sample probe to be slightly bent. He then replaced the entire pipetting arm and the sample probe needle. After service, no further discrepant results were reported by the customer. On 25-nov-2021, the fse checked the needle placement, the gear pump and the jet washing the needle from the outside. He noted that the jet washing was weak. He then adjusted this part. The analyzer's performance is being monitored. The investigation is ongoing.

Event description:
The initial reporter received a discrepant c-reactive protein gen.3 result for one patient tested on a cobas 6000 c501 module. The initial result was reported outside of the laboratory. The physician questioned the result which prompted a rerun of the specimen. The same specimen was rerun on an integra 400 and an unspecified analyzer. The repeat results were reported to be consistent with the patient's clinical presentation. The initial result from the c501 analyzer was flagged at <0.6mg/l. The repeat result from an unspecified analyzer was 17.3 mg/dl. The repeat result from the integra 400 was 12.93 mg/l. The crp reagent lot number is 569894. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) performed extended and complex troubleshooting. The alarm trace showed a high number of abnormal aspiration alarms. Upon further analysis of the alarm trace, the investigation noted that the errors occurred in repeated rack numbers. The investigation determined that the issue was caused by weak metal springs in some of the racks. The affected racks were removed which lowered the number of abnormal aspiration alarms significantly. The investigation determined that the issue was resolved by replacing the racks.